Event description:
Boston scientific received info that this right atrial (ra) lead exhibited loss of capture and impedance measurements were 360 ohms in bipolar configuration and 340 ohms in unipolar. It was noted that the lead safety switch had turned off. The field rep reset the lead safety switch and the impedance measurements were 360 in unipolar and 490 in bipolar no noise was noted and all other measurements appeared normal. At this time, the plan is to leave it in bipolar configuration and continue to monitor. No adverse pt effects were reported. Our records indicate this lead remains implanted. If additional info is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.